Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state.

Event description:
It was reported that bd 13 mm ss vial access device flow issues- fluid blockage the following information was provided by the initial reporter: description: e-mail received from accredo. Patient/subject ID #: (B)(6) ae reference #: (B)(4) adverse event verbatim: "*pc only* patient reports she is not able to push fluid from second syringe into winrevair vial. Lot number y014328 expiration date 2027 february 1 replaced." Caller states unable to push sterile water into vial. She reports she tried multiple times and the plunger would not push when attached to the vial adaptor. She reports she was able to push when not attached to the adaptor. Caller reports she only had difficulty with one of the sterile water syringes while trying to inject into the vial. She reports the other one was fine.

Manufacturer narrative:
Two samples of product 2203e were received for quality evaluation. Investigation of the samples received did not indicate any failures. The samples flowed correctly, no effort had to be applied to the syringe to force the liquid into the vial, and there was no occlusion was observed in either of the samples. The customer complaint of flow issues - fluid blockage could not be verified. A root cause investigation was not conducted because the failure could not be replicated. A device history record review for model 2203e lot number 24036117 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.